Event description:
It was reported that a during an implant procedure, following the implantation of the right atrial (ra) lead, the patient developed serious heart failure. The ra lead was abandoned and the operation was completed successfully. The patient was stable.

Manufacturer narrative:
The reported event was ¿the doctor decided to abandon the atrial lead ¿. As received, a complete lead was returned in one piece with all tines intact. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.